Manufacturer narrative:
Investigation: the details provided with the complaint are as follows: "it was reported that the stent could not be taken out of the sterile package as the inner liner adhered to the film. Because of this the stent became non-sterile and could not be used." As no product was returned an analysis of the device packaging and device could not be conducted. The questions that were sent were also unanswered after multiple attempts to obtain more information. A review of the complaint history indicates that this is the first instance of the inner tray sticking to the film. It is actually not clear what the film is in this instance. The inner tray is comprised of a lower tray and upper lid. The trays open easily and with minimal effort. If the device were returned an assessment of the inner tray and lid would have been conducted. A full review of the catheter lot history records for the devices in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing associated with the complaint. In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: balloon hole skive dimensional verification. Stent securement testing. Proximal balloon weld tensile testing. Distal tip tensile testing. Catheter leak check. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: because the device was not returned an assessment of the device could not be conducted and therefore determine root cause. Based on the passing results of the device history records review, atrium medical can find no fault with the device in question. Clinical evaluation: a compromise in the integrity of the packaging of a sterile device would be noticed prior to being introduced to the surgical site. Damaged packaging may be the result of improper storage or shipping occurrences. The instructions for use warn, 'this device is supplied sterile. Please inspect packaging to ensure it is intact and not damaged prior to use.' The instructions for use (IFU) caution do not use if the inner package is opened or damaged. The IFU also instructs before use, the physician must inspect the advanta v12 stent in order to ensure that it was not damaged in transport.

Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
It was reported that the stent could not be taken out of the sterile package as the inner liner adhered to the film. Because of this the stent became non-sterile and could not be used.